Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that there was an inaccuracy during navigation. There was a delay of less than one hour.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 9733686 g2: foreign country - finland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient had transient paraplegia, but that she would recover. There was an approximate 5mm inaccuracy. The patient experienced the transient paraplegia due to the screws being misplaced, which was caused by the inaccuracy. The surgeon replaced the screws to the right position. An additional surgery was not required.

Manufacturer narrative:
H2, additional information: a2-4 updated. B2, b5, d3-4, h1, and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that post-operative images showed that the screws were misplaced.

Manufacturer narrative:
H2: additional information added to b5. Correction: b3 updated, d3-4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: d3-4 updated. H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.